Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the spinal cord stimulator was not working properly. The patient had trouble walking. There was a jump in intensity and he tried to turn down the sensor, but after 3 minutes it still went back to the setting. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.